Manufacturer narrative:
(B)(6).

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
Wire/needle/cannula damaged or missing